Event description:
It was reported occlusion alarms occurred. Customer was unable to troubleshoot with tandem technical support. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.